Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the power issue first occurred at 8pm on (B)(6) 2015. The patient manages their diabetes with oral medications (5mg glipizide and 500mg metformin twice per day) as well as with diet and/or exercise. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient stated that 72 hours later they developed ¿anxiety¿ but denied receiving any form of treatment as a result of this. At the time of troubleshooting the cca noted that there was no misuse of the product, and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.